Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 46 bipolar head. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Right hip revised due to instability.